Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection and sepsis. The ICD was found to have vegetation upon transesophageal echocardiogram with positive culture for mssa (methicillin-susceptible staphylococcus aureus). The ICD was explanted. No additional adverse patient effects were reported.